Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had sensor anomaly. Customer's blood glucose at time of incident was unknown. Customer stated that transmitter did not flash when they connected it to the sensor. The doctor removed the sensor and found that there was no sensor cannula on the sensor. The customer wants replacement of the sensor.